Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device sample was returned for evaluation. Inspection found that the loading unit was pre-fired and engaged in interlock with the jaws open. Functionally, the device placed all staples and test media was cleanly transected. The safety interlock feature successfully prevented the loading unit from firing a second time. A device-related causal link was be confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection to prevent patient harm. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, there was a difficulty loading the reload. A second reload was then used and the surgeon was able to press the green button, but unable to squeeze the handle, hence the device did not fire. A new handle and third reload were used to complete the procedure. There was no patient injury.